Manufacturer narrative:
The device was returned for evaluation and it was determined that the roller and comb were damaged. The damage to the comb appears to be consistent with wear and tear. The damage to the roller appears to be related to some form of obstruction as the damage is isolated to a specific section of the roller. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.

Event description:
It was reported that the zimmer skin graft mesher tore the skin graft. There was no report of injury or adverse pt consequences associated with this incident.